Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Additional information has been requested but was not provided at this time. This implantable cardioverter defibrillator remains in service. No adverse patient effects were reported.